Event description:
Attorney alleges plaintiff developed a nonspecific autoimmune condition. Attorney definces nonspecific autoimmune conditons as one or ore of the following symptoms: fatigue, bowel irritability, burning sensation in skin, joint pain, swelling, flu-like symptoms, weakness, spasms, sweats, chills, allergies, headaches, memory/concentration loss, rashes and/or arthritis-like symptoms.